Event description:
It was reported by the patient that the device may not be "working properly." The patient reported to have received several shocks that were appropriate for the heart rhythm, however the physician changed the patient's medications and the patient has still received more shocks after the medication change. It was subsequently confirmed by the physician that the shocks were appropriate. The patient underwent ablation for left-sided ventricular tachycardia, but the ablation was unsuccessful. There are no performance issues with the device and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.